Event description:
The customer reported several milliliters of fluid leaked from the probe and outside the instrument, after sample analysis involving the coulter act series analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated. There was no patient impact. The customer bleached the probe wipe pathway, performed system startup, and completed a sample analysis. No further evidence of fluid leak was noted. The instrument was in normal operation. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).